Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument would not hold the needle. The instrument wrist rotations would not move correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. The large needle driver instrument was analyzed and found to have multiple cracked clamping pulleys at the proximal end. As a result, the instrument could not operate properly. Additionally, signs of corrosion were found on the instrument bearings. Pitch, grip, and roll input disk bearings exhibit orange discoloration. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.